Event description:
Same case as 2134265-2010-03776, 2134265-2010-03774, 2134265-2010-03775 and 2134265-2010-03784. It was reported that during a rotational atherectomy treatment procedure, unstable speed was noted. During the procedure, attempts were made with two different burrs, and both times it was found to be impossible to adjust or stabilize the rotational speed of the burr. It was also noted that "the extremity of the guide broke during the procedure". The procedure was unable to be completed, but will be completed at a later date. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Event description:
Same case as 2134265-2010-03776, 2134265-2010-03774, 2134265-2010-03775 and 2134265-2010-03784. It was reported that during a rotational atherectomy treatment procedure, unstable speed was noted. During the procedure, attempts were made with two different burrs, and both times it was found to be impossible to adjust or stabilize the rotational speed of the burr. It was also noted that "the extremity of the guide broke during the procedure". The procedure was unable to be completed, but will be completed at a later date. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination of the console observed: void seal broken, all four (4) rubber feet bent, slight crack in turbine pressure gauge lens cover, slight crack in label around turbine pressure gauge, and a customer label on rear panel. The console and foot pedal were tested together using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was within specifications; in turbine mode, typical operational speeds were maintained. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The console functioned properly with the exception that the initial rotational speed when selecting dynaglide mode takes 2-3 second period to settle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The console and foot pedal did not exhibit any burr rotational speed control failures - thus the root cause classification for this complaint is designated as "not confirmed." (B)(4).